Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level resulting in the customer losing consciousness; low bg value was not provided. Low bg cause was not known. The customer's wife administered glucagon to address bg. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.